Event description:
It was reported that during a coronary artery stenting procedure, difficulties deflating the balloon were encountered. The maverick otw 15mm x 2.50mm balloon successfully dilated the first lesion. The catheter was removed from the pt and placed on the back table. Approx 20 minutes later, the same balloon catheter was used in an attempt to dilate a second lesion. The balloon was inflated to aprox 8 atm's and then the physician was unable to deflate the balloon. Several attempts were made to deflate the balloon, and it was finally removed in the inflated state. No pt complications were reported. Multiple attempts to gain more info have been unsuccessful.